Event description:
Home patient (hp) reported a system error alarm 2240 when the pt line of homechoice set accidentally became disconnected from transfer set in dwell phase 3 or 5. There was no pt injury or medical intervention reported.